Event description:
The technician alleged the brake caster would not hold. No impact.

Manufacturer narrative:
The technician found the cause was due to a broken brake caster support. The technician replaced the brake caster support to resolve the issue.